Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular socket of the epg (external pulse generator) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the battery release was contaminated, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, and the battery drawer was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.